Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported the patient presented with right knee synovitis and pain and was administered prednisone.